Event description:
It was reported that the screen of the subject programmer was blocked on the following message "successful initialization of the head" thus it was not possible to pursue device interrogations. Preliminary analysis showed that the programmer was powered off during retrieving data phase and when resuming from hibernation, the subject message was blocked because of a problem with service reconnection; thus synchronization issue. A workaround had restored normal functioning.

Event description:
It was reported that the screen of the subject programmer was blocked on the following message "successful initialization of the head¿; thus it was not possible to pursue device interrogations. Preliminary analysis showed that the programmer was powered off during retrieving data phase and when resuming from hibernation, the subject message was blocked because of a problem with service reconnection; thus synchronization issue. A workaround had restored normal functioning.